Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A trauma was reported. The user collided with another child and the area around the implant site was impacted. The user subsequently lost hearing sensation with the device. Reimplantation is scheduled.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Trauma has been reported. The user collided with another child and the area around the implant site was impacted. The user subsequently lost hearing sensation with the device. Problems with the external devices were excluded. The user has been re-implanted.